Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6)2010, the patient developed peritonitis, which required hospitalization on (B)(6)2010. A peritoneal effluent culture, performed on an unreported date in (B)(6)2010, revealed (B)(6). It was not reported whether the patient received remedial treatment. On an unreported date in (B)(6)2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy. Regarding the suspected cause of the peritonitis, the nurse commented that the patient's catheter was colonized with bacteria.

Event description:
On (B)(6), 2010, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient and/or reporter by phone. The reporter claimed that on (B)(6), 2010 at 8:30pm, the patient obtained a message of "high" with the subject meter. Per the owner's booklet, this message appears when the meter has detected a blood glucose above "600 mg/dl." In response to the alleged high reading, the patient's spouse stated that he administered 10 units of r insulin to his wife. At approximately 4:55am the following morning, the patient's husband reported that he woke up and saw that his wife was "wide-eyed, jerking, sweating and non-responsive." The reporter claimed he tested the patient's blood glucose with the subject meter and obtained a result of "52 mg/dl." The reporter claimed he then gave his wife "3 shots of apple cider" and a candy bar. After the initial treatment, the reporter stated he then contacted emergency services (es). Es arrived 15 minutes later and the patient tested at "42 mg/dl" with the ems meter. The reporter claimed emergency service personnel treated the patient with "glucose" and advised him to give his wife more food. After the treatment, the patient's husband reported that the patient obtained blood glucose readings of "103 mg/dl" with the subject meter and "83 mg/dl" with the ems meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient's spouse claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.